Manufacturer narrative:
Approximately seventeen months post procedure, the patient complained of chest pain and visited the hospital. Cag was conducted and aneurysm was observed inside the implanted cypher. Also, restenosis was observed inside the taxus implanted at the prox left circ. Therefore, emergent CABG was performed and bypass grafting was conducted on the lad and lcx. The taxus and cypher implanted at the prox lad were explanted from the vessel. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
Approximately seventeen months post procedure, the patient complained of chest pain and visited the hospital. Cag was conducted and aneurysm was observed inside the implanted cypher. The physician commented that the possible cause of the aneurysm was a stent fracture of the taxus or the cypher implanted at the proximal left anterior descending artery (lad). The patient's age is unknown, but was a female. The target lesion was the proximal lad. The lesion was an isr lesion of a taxus (2.75/16mm) which was treated with cypher (3.0/13mm). The vessel was heavily calcified, but was not tortuous. There was 90% stenosis. In 2008, treatment for the proximal lad and the proximal left circumflex branch was conducted under iabp treatment. Rotablator was conducted due to the heavily calcified vessel, and a taxus (2.75/16mm) was implanted in the proximal lad a second taxus (2.5/20mm) was implanted at the proximal left circ. Approximately nine months post procedure, the patient developed unstable angina pectoris. Cag was conducted and restenosis was observed at proximal edge of the previously implanted taxus at the prox lad. To treat the restenosis, kissing balloon technique was conducted at both the prox lad and prox left circ. Additionally, a cypher (3.0/13mm: complaint product) stent was implanted at 26atm inside of the taxus implanted at the prox lad.

Manufacturer narrative:
Updated cc with new fal findings: information received from an affiliate indicated that a patient experienced a stent fracture and coronary artery aneurysm after having coronary artery stents implanted. The patient's medical history is unknown. The target lesion was the proximal left anterior descending artery. The lesion was described as a restenosis of a taxus stent, heavily calcified but no tortuous. Rotoblator was initially conducted when the taxus stent was implanted. A taxus stent was also implanted in the proximal circumflex artery (cfx) at that time. Approximately nine months after implant of the taxus stent, the patient developed unstable angina pectoris and angiography was performed revealing restenosis of the taxus stent. The event was treated with kissing balloon of the proximal lad and the proximal cfx followed by the implant of a 3.0mm x 13mm cypher stent at 26atms inside the taxus stent in the proximal lad. Approximately seventeen months post procedure, the patient complained of chest pain and visited the hospital. Cag was conducted and an aneurysm was observed inside the implanted cypher. Also, restenosis was observed inside the taxus implanted at the proximal left circ. Therefore, emergent CABG was performed and bypass grafting was conducted on the lad and lcx. The taxus and cypher implanted at the proximal lad were explanted from the vessel. The stent was returned for evaluation. The stent was received without the stent delivery system. The stent was twisted, compressed and stretched; also it had residues of an unknown yellowish and dark material. During microscopic analysis, the stent was reviewed and it was found that they were two stents overlapping; one cordis stent and one non-cordis stent. They were stretched, twisted and compressed. Only a section of the cordis stent was received, it was not complete and was observed broken. Also, the non-cordis stent was observed broken. Sem analysis results showed that the two stents (cordis and non-cordis) presented evidence of broken struts, twisting, stretching and bending characteristics. The exact causes of the deformation and broken struts could not be conclusively determined. The manufacturing records review could not be performed since the lot number was not provided. The reported customer complaint of stent fracture was confirmed through failure analysis, however the damage found on the stent could have occurred when the device was surgically removed from the patient. Without procedural films it is not possible to confirm if the stent was fractured in situ. Coronary artery aneurysms are associated with atherosclerosis, kawasaki disease and coronary artery catheterization. The heavy calcification of the patient's artery along with rotoblator therapy and implanting a stent at very high inflation pressures could also have contributed to the development of the aneurysm and fracture. Review of the information provided suggests that procedural factors and or vessel/lesion characteristics may have contributed to the reported events. There is nothing to suggest that there is a design or manufacturing related issue and no corrective action is needed.